Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. An ortho clinical diagnostics field engineer performed service and repair activities on the vitros 5600 integrated system. Performance testing following service verified that the equipment was returned to expected operation. There was no indication that a reagent related issue contributed to the event. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, a reagent issue cannot be entirely ruled out. The sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause for this event is an instrument related issue. Additionally, pre-analytical sample processing and a reagent issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (0.201 versus expected <0.012 ug/l) from a patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result was reported from the laboratory; however, sample testing was repeated and a corrected report was issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).